Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp therapy that accelerated the rhythm into the vf zone. High therapy was delivered which converted the rhythm. Recommended program changes were made and the patient was in good condition after the event.